Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. As a device evaluation could not be performed, a root cause for the event cannot be determined. The customer's reported complaint of a fractured fiber could not be confirmed as the sample was not returned for evaluation. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #: (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint #: (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: at the start of an evlt procedure, after the laser fiber had been connected to the laser unit, the fiber registered as "invalid fiber" on the unit's display. When it was disconnected and examined by the user, it appeared to be cracked/fractured near the handle/gripper. The device was set aside and the procedure was completed with a new of hte same device. There was no patient harm or injury due to this event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.